Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be to be intact; no peeling or lifting was observed. The evaluation revealed that the up arrow, down arrow and ok keypad buttons were intermittently responsive. There was evidence of contamination found under all key contacts.

Event description:
The patient reported that the keypad buttons are intermittently unresponsive and cause scrolling. She stated that she wears the pump underneath her clothing and does not clean the pump.